Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a break in aseptic technique (details not provided). Subsequently, the pt experienced peritonitis manifested by cloudy effluent and abdominal pain. Four days later, the pt was hospitalized for the event. On an unreported date, the pt started treatment with amikacin (dose, frequency and route not reported) for the peritonitis. On an unreported date the pt was to be retrained on proper aseptic technique. The outcome of the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4): the patient was still with abdominal pain and cloudy effluent and often touches the transfer set's tip. On an unreported date, the patient started treatment with vancomycin (dose, frequency and route not reported) for peritonitis. The patient was also on amikacin (previously reported). On an unreported date, the patient was discharged from the hospital. The patient was then hospitalized again with a chief complaint of abdominal pain. The patient still had cloudy dialysate and was still on antibiotics (previously reported). On an unreported date, dianeal therapy was discontinued and the patient switched to hemodialysis.should additional relevant information become available, a supplemental report will be submitted.